Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gastrointestinal bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during endoscopy, the patient was found to have active bleeding and fresh red blood throughout the stomach and an actively bleeding arteriovenous malformations (avm) on the posterior wall of the gastric body. They were injected with epinephrine, argon plasma coagulation (apc), and also (B)(4) units of packed red blood cells (prbc) were transfused. The event resolved without sequelae on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department with low level of hemoglobin from outpatient labs. The patient reported feeling tired all the time at home with intermittent episodes of dark stool but also normal brown stools. The patient was treated with blood products.